Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal set-up joint (suj) 2, however there was no improvement in the communication status within the universal surgical manipulator (usm) 2. The fse then proceeded to test the connection between the backplane and the axes controller setup (acu) in the suj2 by bypassing the orange fiber cables with no changes. The fse then swapped the usm2 with the usm1 to test communication status, finding that the communication status improved. Given these results the fse decided to interchange the usm2 with the usm4 in the attempt to resolve the issue. The source of the error was not able to be determined based on the field evaluation. The system was tested and verified as ready for use. The proximal suj has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. A similar error 307 was found indicating node not present after startup across the universal surgical manipulator, distal suj and proximal suj in question. It was coupled with error 32114 indicating an aurora communication link error thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where the clutch button failed to raise the system up thus replicating the reported event. The unit was then installed on a patient side cart fixture test platform where it passed all relevant tests. As a result of these findings, failure analysis concluded that the acu board is consistent with the reported problem and considered the potential root cause. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was unable to determine the cause of the issue during testing and following the replacement of the proximal suj2. However, based on failure analysis findings, a potential root cause for the communication failures was attributed to a faulty acu board.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the system began operation with an error indicating a communication failure in one of the arms. The team attempted a standard restart, but this did not correct the error. The tse recommended using the emergency power off procedure, which also was unsuccessful in resolving the issue. Due to ongoing error 319, the users transferred the patient to another operating room to utilize a different surgical system. Upon review, tse confirmed the communication issue based on the logs. The procedure was aborted to another da vinci system with no reported injury.